Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to constant blurred vision. Additional information received stated the patient experienced pco following the lens exchange.